Event description:
It was reported that the user experienced multiple occlusion alerts and consecutive stalled motor alerts on the ilet while using a teflon inset infusion set; the user performed restarts and a dry run without supplies, which reached 120 units delivered without issue, then changed to a new adapter and infusion set while keeping the existing cartridge, and was advised to use all new supplies at home if alerts persisted. Symptoms included hyperglycemia and subjective ¿fuzzy¿ feeling. Outcomes included no health consequences or impact reported. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem associated with the insulin delivery pathway, consistent with occlusion and stalled motor behavior on the pump. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.